Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t elemetry and output were okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) reached elective replacement indicator (eri) after eight months. The patient has one lead, uses two programs, and uses stimulation 24 hours a day. Program 1 was set to 0+, 1-, 2+, 3+ at 270 pulse width, 90 hz, and 3.5 v. Program 2 was set to 0-, 1-, 2+ at 450 pulse width, 90 hz, and 4.4 v. The patient¿s settings were the same with their prior ins and the prior ins lasted 3.5 years. The manufacturing representative later reported that premature battery depletion was suspected. In (B)(6) 2010 the patient was programmed to 4+, 5-, 6+, 7+ with a pulse width of 390 and a rate of 60 hz. In (B)(6) 2011 the patient was programmed to 4+, 5-, 6+, 7+ at 2.2v with a pulse width of 330 and a rate of 90 hz on program one and 4-, 5-, 6+ at 4.2v with a pulse width of 120 and a rate of 90 hz on program two. In (B)(6) 2013 the patient was programmed to 4+, 5-, 6+ at 1.9v with a pulse width of 150 and a rate of 90 hz on program two. After the ins was replaced in (B)(6) 2014, the patient was programmed to 4+, 5-, 6+, 7+ at 2.7v with a pulse width of 330 and a rate of 90 hz on program one and 0-, 1-, 2+ at 3.6v with a pulse width of 450 and a rate of 90 hz on program two. The patient used the ins all day. The ins had been replaced.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.